Manufacturer narrative:
Follow-up #1: date of submission 10/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2015 with the following findings: during a visual inspection of the pump, the pump was observed to be undamaged. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an unspecified casing/condition (cracked/damaged casing) issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing issue.